Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Lifetime ventricular sic up to 78; ventricular tachycardia- non-sustained episodes with evidence of lead noise oversensing. Right ventricular (rv) lead integrity warning occurred on (B)(6) 2016 for sic greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered due to oversensing of high-rate non-sustained episodes and high sensing integrity counter (sic) observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned for analysis. The proximal conductor of the lead developed a fracture due to flexing while in vivo. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Lifetime ventricular sic up to 78; ventricular tachycardia- non-sustained episodes with evidence of lead noise oversensing. Right ventricular (rv) lead integrity warning occurred on (B)(6) 2016 for sic greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.